Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint of suspicious mark found on the instrument. The instrument was found to have thermal damage on the yaw pulley at the distal end. The thermal damage was located on the exterior of the pulley near the distal clevis. No cables or wires exhibited any signs of wear or breakage. An electrical continuity test was performed, and the instrument passed. No pieces were missing from the yaw pulley. No additional damage was observed on the instrument. The type of failure is most commonly cause by insulation degradation and carbonized tissue creating a conductive path.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) instrument was noted to have a mark on it. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was observed during sterilization. No issue was identified in the operating room (or). No arcing was reported.